Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was explanted from the patient¿s left eye due to calculation issues. The patient could not tolerate the glare and halos of the zxt150. It was learned that the patient had a conjunctival cyst and macular edema during his post op period which were treated. But on (B)(6) 2019 the patient complained that the glare and rings/halos around lights were becoming very bothersome. The pre-op uncorrected distance vision (ucdv) at 4 feet. Manifect refraction (mrx) -5.50 -0.75 x 175 add +2.50 best corrected distance vision (bcdv) 20/30+. Post op: ucdv 20/30+ mrx pl -.75 x 22 bcdv 20/15-1. At explant it was noted that during explant, there was no incision enlargement, no vitrectomy, however the doctor did put in one suture. The patient tolerated the procedure well, and was discharged in stable condition without incident. No other information was provided.